Event description:
Patient was revised to address metal sensitivity.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 8/5/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and corrosion. No labs were provided for the alleged high metal ions. Part/lot is being updated.

Manufacturer narrative:
Patient was revised to address metal sensitivity. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other related reports against the product and lot code combinations since their release to distribution. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this patient. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis and pseudotumor.